Manufacturer narrative:
The patient /family was the initial reporter , so personal information was not entered.

Event description:
The customer initially called because her contour next ez read higher than the meter at the doctor's office. The complaint did not initially meet the criteria to be reported. During the call the customer was asked to view her reading in meter memory. She stated that her reading taken at the doctor's office was not saved in the meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. New meter was sent to her.